Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient forgot to recharge the ins for several months. The manufacturer representative attempted to reset the battery and recharge normally, but the charge would not last long enough to clear the power on reset (por) message. Surgical intervention is planned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6)2018 and she was able to get it charged enough to clear the por. The original cause was not determined. The por was cleared and the patient is planning on having a replacement. The dates are unknown. No further complications were reported.